Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. The orange valve fell off on the visigo sheath. Device evaluation details: on 20-aug-2021, the complaint product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the brim cap was detached and broken. The hemostatic valve was found separated. The brim cap and the hemostatic valve were not returned for analysis. The finding of the hemostatic valve being separated is considered to be a reportable malfunction. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, visual examination of the returned product indicates that the brim cap was detached and broken and the hemostatic valve separated. Cannot determined the cause of the issue since the brim cap and the hemostatic valve were not returned for analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium and a brim cap detachment occurred. The orange valve fell off on the visigo sheath. It was reported that the orange valve fell off on the carto vizigo¿ 8.5f bi-directional guiding sheath, medium. The sheath was replaced and the issue resolved. There was no patient consequence.